Event description:
In 2008, the pt reported that her infusion site fell off while working in the yard on a hot and humid day. The site was inserted in the pt's thigh. She inserted a new infusion site and her blood glucose was not affected. She stated that she now uses added adhesive with the infusion site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.